Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the physician revised the pocket site on (B)(6) 2021. Surgical intervention resolved the issue.